Event description:
The pt reported she received an e10 (cartridge error) message on the display of her insulin infusion device when she tired to return the piston rod of the device. She stated she changed the battery 2 times before calling. During troubleshooting, it was confirmed the pt was using the proper battery type. The pt was instructed to insert a new battery and try to return the piston rod. The pt stated the device made a "roaring sound" and hummed when the piston rod was retracting. She said the piston rod would not reset and the device displayed the e10 message. The pt stated the device has not been dropped but she is unsure if moisture or insulin has spilled into the cartridge compartment. She said there was no physical damage to the piston rod. The proper procedure for changing the cartridge was reviewed with the pt. The pt was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.